Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the device caused shortness of breath. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient to develop shortness of breath. There was no report of patient harm/injury. Additional information has been added that the patient also alleged having sinus, headaches and respiratory issues. Section g3, h6 has been corrected / updated.